Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The dr. Is very frustrated with the drill bits in the trident screws trays. He uses them on almost every hip and does not feel that they cut bone well. There has been surgical delays of 30 seconds while he attempts use and ultimately has to switch the drill bit. This has happened numerous times.